Manufacturer narrative:
Per medical review: the patient completed 48-month follow-up form for icl on (B)(6) 2016 and reported that he had experienced "retinal tear/vitreous detachment". No additional information is obtained. It should be noted that there has been no definite proof of a causal link between icl procedures and vitreoretinal complications. The rarity of vitreoretinal events after icl implantation makes it difficult to examine the exact incidence and risk factors of vitreoretinal complications. However, it is well known that myopia is predisposing factor for vitreoretinal complications regardless of any surgical procedure. The reassessment will be performed when (if) additional information is received. Based on the complaint history, work order search, medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens remains implanted. Event problem and evaluation codes: (B)(4). Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in his right eye (od). The patient reported retinal tear/vitreous detachment. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The facility reported they were unable to agree with the patient report. No medications or treatment were required. (B)(4).